Manufacturer narrative:
(B)(4) evaluation of the pump in question has been completed. The pump was found to over-deliver by slightly more than 5% during volumetric accuracy testing. The pump was found to need replacement of a worn part, which it received. While investigating a separate pump calibration-related complaint, (B)(4) discovered that its "master pumps" (kept in the lab and used as a calibration reference) had a calibration shift of up to 6.8% (nominally +3%). When an affected master pump is used to calibrate production and serviced pumps, this calibration shift could lead to over delivery of fluid beyond the label claim of +5%. (B)(4) is recalling all curlin 6000 and painsmart pumps manufactured between march 18 and november 6, 2015, as well as all curlin 4000 and all curlin 6000 and painsmart pumps that were recalibrated during servicing between march 18 and november 6, 2015. These pumps will be recalibrated at (B)(4). (B)(4) will also require nfr (non-factory recertification) certified customers (including third party service contractors) to review their recalibration and repair logs since july 1, 2015 to identify all pumps that were recalibrated with potentially mis-calibrated sets. They will be asked to recalibrate those pumps. If they choose not to recalibrate those pumps, the pumps will need to be returned to (B)(4) for recalibration.

Event description:
As recorded by customer service: "overdelivery, rat 5 ml, expected 25ml rec. 29ml" pump not calculating correctly" no other information was provided. No patient involvement was reported. (B)(4).